Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot#: v634065, implanted: (B)(6) 2011, product type: lead, product ID: 3487a-56, lot#: v680743, implanted: (B)(6) 2011, product type: lead, product ID: 37082, serial#: unknown, product type: extension, product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: 21-jan-2015, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(4), ubd: 18-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and chronic low back pain. Caller reported high impedances on contacts 0, 2, 6,7. It was reported that the hcp is replacing ins, doctor used another 37082 extension and the problem was still occurring. Doctor was not going to replace the leads on the day of the report. Rep was going to try to program around the out of range electrodes. No symptoms were reported and no further complications were reported. (B)(6) 2019 additional information was received from the rep via the healthcare provider (hcp). It was reported that on (B)(6) 2019 the patient received a replacement ins after normal replacement interval, but the hpc wanted to see if the ins was under normal use / depletion. The rep reported they would return the ins for analysis. No further complications were reported or anticipated. (B)(6) 2019 additional information was received from the rep. It was reported that the replacement was due to normal battery depletion. Patient stopped using it years ago, prime cell. The high impedances were noted on the new ins. After the extensions were replaced, it was determined that the two quad leads were bad. The issue of high impedances was not resolved. Patient's weight and serial number of the explanted devices were unknown. The provided information was confirmed with the hcp. No further complications were reported. (B)(6) 2019 additional information was received from the rep. It was reported that the bad leads were not explanted. The model number of the bad lead is 3487a-56. The high impedance issue was not resolved. The old ins was returned for analysis. No further complications were reported.